Event description:
It was observed that during the device evaluation, the subject device exhibited burn marks on the forceps elevator and adhesive degradation around the light guide lens and hold ring. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the burn marks found on the forceps elevator, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.